Manufacturer narrative:
The following information was not provided at the time of this submission. If/when this information is provided, a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment.

Event description:
It was reported that a hahn tapered implant failed. The patient bone grade is noted as grade IV. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2017 for primary implant placement on tooth #22. It is noted that the patient had an implant placed on a previously or simultaneous grafted site. The patient returned on (B)(6) 2018 and upon exam, the provider notes purulent discharge, an infection and a failure to integrate. The patient current status is listed as "satisfactory."

Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: not able to review the device history record as the customer did not provide the lot information. Returned sample: the implant was returned but not in original package. The implant was verified to be a hahn tapered implant 5.0 mm x 13.0 mm using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Investigation results: the device was returned for investigation. No evidence indicated that the implant was defective. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per the reported information, the patient had type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. This complaint will be kept on record for track and trending purposes.